Manufacturer narrative:
B5: new information updated. H3: visually, the shaft was broken 5.69 inches (distance between the distal end of the diamond grit tip to the break point). There was contamination on the outside diameter of the curved outer tube and the tip. Under magnification, there were striations on the proximal end of the shaft. Functional testing could not be performed due to the broken state of the device. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16, img g04041 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received; rep was confirmed that the bur was in bent state.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op that the device had fractured and broken when being rotated. There was no patient involved.